Event description:
Additional information indicated the patient was implanted with the implantable neurostimulator (ins) on (B)(6) 2007. The system was turned on 14 days after implant and the patient had good symptom relief 12 months after implant. It was noted that on several occasions the patient was seen carrying a backpack on his shoulder on the implanted side. In (B)(6) 2008, the patient experienced an ulceration of the skin on the ins right outer edge and the patient underwent emergency intervention. The skin was cut from the ulcerated area on the outer edge of the ins, ¿prolonging¿ it over the stimulator. The patient received intravenous and oral antibiotics. Wound closure was achieved. It was noted from the physician that the probable explanations for the skin ulceration was the combination of pre-existing significant development of the pectoral muscle and the habit of carrying a backpack on one shoulder on the side the ins was implanted on. In (B)(6) 2008, there was a new skin infection of the same germ on the head in a place for the skin had a keloid scar 2 cm long. Surgical cleaning was performed and antibiotics were administered. The patient saw improvement after ten days. In (B)(6) 2008, the patient had newskin ulceration at the ins site, leading to ins explant. After device removal, the patient returned to his pre-surgery level of disability. A new ins was successfully implanted on (B)(6) 2010 without incident and the patient had good therapeutic effect. If additional information is received, a follow up report will be sent.

Event description:
It was reported there was a "serious infection one year after implant and the doctors decided to take it off". It was noted the patient was re-implanted one year later. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).